Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screen display was frozen on a mobile application. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display occurred. Product was provided for investigation. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. Functional test were performed and passed. A touchscreen manual button test was performed and failed. Device was not opened for internal inspection. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed due to the finding of a frozen screen display within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.